Event description:
The customer reported her blood glucose history is as follows: time: 10:10 pm. Bg (mg/dl): 107. Time: 3:39 am. Bg (mg/dl): 319. When she woke up she noticed the cannula was out of her skin and it was also bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contribute to the hyperglycemia. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.